Event description:
At the end of the procedure the physician attempted to deflate the occlusion balloon and it would not deflate when required. The physician used the method referenced in the instruction for use and cut the hypotube and deflated the occlusion balloon. The physician inserted the occlusion balloon wire into the pt and inflated occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated the vessel. The physician removed the aspiration catheter and attempted to deflate the occlusion balloon and it would not deflate. The physician examined the placement of the hypotube and it was properly aligned. The physician attempted a second time with no success. The physician decided to use the method referenced in the instruction for use and cut the hypotube and the occlusion balloon deflated. The physician removed the device from the pt. The pt is reported to be fine.